Event description:
Patient presented to the physician with erosion at the sense lead incision with the sense lead coming out of the incision. The physician surgically removed and replaced the sense lead on (B)(6) 2021 to address and resolve the issue.